Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture at distal side of fiber/glass cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the fiber was tested with hene laser fixture, aim beam is present at fiber output window; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe detritus adhesion on metal surface; the outer flow tubing shows signs of abrasions; fiber stop sign indicator (red octagonal dot) is partially erased; the outer flow tubing exhibits mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a bph surgical procedure, the customer reported: four fibers were used in this procedure. First fiber: "fi ber broke" at 240,845 joules and 27.35 minutes of use, the second fiber exhibited "fiber broke" at 538,737 joules and 58 minutes of use, and the third fiber exhibited "fiber broke" 1:37:38 minutes of use. Case was completed with a fourth fiber. Patient outcome: "no injuries to the patient" reported. This report is for the third fiber.